Event description:
Low sensing on the right ventricular (rv) lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-15897.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. Visual inspection revealed a bent outer coil consistent with procedural damage. Electrical testing revealed shorting between the two conductors due to an over-torqued inner coil in the connector region. The lead was cut to remove the over-torque inner coil and the distal portion passed all functional tests. The damage revealed is consistent with procedural damage. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.